Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was unable to close as the magnet was broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. After diagnosing the issue, the field service engineer tested the drawer and confirmed that it was functional. The system functioned as intended after the field service engineer completed the repair.